Event description:
It was reported by service report that the electric stretcher needs repair. The foot end jack will not go all of the way up. It is unknown if there was patient involvement or if there are adverse consequences to report.